Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: 11-jan-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting prematurely, with high left ventricular (lv) lead thresholds and low pacing impedance being contributing factors. A longevity estimator software error on the programmer also resulted in a shorter than expected longevity estimate. The programmer will be updated with new software in the near future and the patient will continue to be followed. The crt-d, lv lead and programmer remain in use. No patient complications have been reported as a result of this event.